Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event remains implanted; therefore a return sample evaluation is unable to be performed. Gastritis and stoma site infection are known complication of device placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date in (B)(6) 2017, esophagogastroduodenoscopy was performed which showed gastritis and stomach ulcers. There was redness at the stoma site. Patient reported that he was hospitalized on (B)(6) 2017 for stomach infection and ulcers. The patient was treated with antibiotics doxycycline and metronidazole. The gastric ulcer was treated with pantoprazole and sucralfate. Patient was discharged on (B)(6) 2017.